Event description:
A caller reported an occlusion alarm, but the alarm number could not be verified in the pump history by technical support. There was no reported impact to the customer's blood glucose level. The customer declined to continue with any troubleshooting, and no further actions were taken.